Manufacturer narrative:
Upon receipt of additional information, it has been determined that this is a duplicate complaint of a previously reported event. The initial report 1216677-2023-00136 was forwarded in error and should be voided. The device was reported by the customer and then reported again by our repair department. The complaint was previously reported under 1216677-2023-00132. The final investigation results will be completed under this complaint number.

Event description:
Upon receipt of additional information, it has been determined that this is a duplicate complaint of a previously reported event. The initial report 1216677-2023-00136 was forwarded in error and should be voided. The device was reported by the customer and then reported again by our repair department. The complaint was previously reported under 1216677-2023-00132. The final investigation results will be completed under this complaint number.

Event description:
It was reported that the leep generator is not working consistently. Had issue with coagulation mode. Used 3 hand pieces and 4 ball cautery to complete procedure. No adverse event reported. No additional information available. 1216677-2023-00136 lp-20-120 leep 2023-10-0000175.

Manufacturer narrative:
G2: foreign: canada. Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.